Event description:
Complainant alleged that during set-up of the device prior to pt use, the device powered up without display. Complainant indicated that there was no pt involvement in the reported malfunction.